Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿stand was unable perform rotational movement¿. Upon investigation, fse confirmed that the cause for the issue was calibrated stand position and currents. Fse performed calibration activity and after calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the stand did not perform rotational movement. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.